Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft kink and leak were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified, concentric, and 90% stenosed mid and proximal left anterior descending artery. After pre-dilatation was performed, a 3.0 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion but could not cross. During removal the shaft kinked and blood was observed in the inflation lumen. The procedure was completed with another 3.0 x 33 mm xience prime. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.